Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The blood glucose level was 424 mg/dl. Customer also stated that when she woke up then blood glucose level was 321 mg/dl. Customer stated that her blood glucose goes 217 mg/dl and then 472 mg/dl. Customer treated herself with insulin pump. Troubleshooting was declined for high blood glucose. The product will not return for the analysis.